Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. During the implant procedure this lead became stuck in the cephalic vein and during attempted extraction the tip separated from the lead body leaving it connected only by the inner coils. The lead was cut and the distal portion of the lead was extracted using additional wires and introducers; no portion of the lead remains within the patient. No adverse patient effects were reported.